Event description:
The patient implanted with this implantable cardioverter defibrillator (ICD) expired five days post implant. There was an allegation by a family member, that the device failed to delive rtherapy during cardiac arrest. It was reportd patient was still under hospital care.